Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown, ubd:- , UDI#:- h2) please see section b5 for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred multiple times during a deep brain stimulation case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. When the medtronic representative (rep) spoke to the site's technicians, they stated the issue occurred on multiple occasions. No dates were tracked.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that there was an issue where the "x-ray [kept] shutting down." According to to the site contact, after taking a couple of scout shots, the radiation symbol on the pendant displayed a bar through it, and the green light emitting diode (led) on the mobile view station (mvs) turned off. The x-ray was intermittently disabled. While rebooting the system typically resolved the issue temporarily, this has become a recurring problem. No known impact to patient outcome. There was a less than one hour surgical delay. No further information available.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. The rep confirmed the issue was reproducible and was due to low voltage power supply that drifts after the system has been on for a couple hours. The rep readjusted the voltage to 5.10 volts of direct current which resolved the issue. The system then performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.